Event description:
It was reported that there was a motor rate error, force sensor test failure. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual and functional testing were performed. Visual inspection of the device revealed that the top case was cracked by front left corner. Bottom case was cracked by l bracket screws and battery door. Plunger head was cracked by screws. During occlusion testing, power up process and check and test force sensor testing, the motor rate error was found. However, unable to duplicate the force sensor test error at power up and all the readings of force sensor within the required specifications. The root cause of the reported issue was found to be normal wear. A combination of the motor assembly, worm gear, leadscrew and clutch halves were found old, dirty and worn out due to normal wear. Replaced motor assembly, worm gear, leadscrew and clutch halves. Performed preventative maintenance and all functional testing which passed. UDI is unknown. No product information has been provided to date.